Event description:
Healthcare professional reported, "the stainless steel connector was disconnected to the band tubing." And "unhooked." The event was first noticed when the pt presented pain.

Manufacturer narrative:
Taper I. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. Surgery has not occurred, so allergan has not received the device nor performed an analysis at this time.